Event description:
Nyxoah was informed by the treating physician that the patient required a medical intervention to treat the development of a postoperative subcutaneous hematoma located anterior to the mylohyoid muscle. Subcutaneous means the hematoma was located directly under the skin and not beneath the muscle layers. For this reason, it was not necessary to open the mylohyoid muscle which is where the implantable stimulator (is) is located. No bleeding occurred at the implant site. The exact size of the hematoma is unknown, but it involved the submental area and the skin showed petechiae. The surgeon accessed the area and aspirated the blood that had collected during which he checked to see if there was ongoing bleeding which there was not. The aspiration was completed within a few minutes and activation of the patient will be delayed several weeks to allow adequate healing.

Event description:
Nyxoah was informed by the treating physician that the patient required a medical intervention to treat the development of a postoperative subcutaneous hematoma located anterior to the mylohyoid muscle. Subcutaneous means the hematoma was located directly under the skin and not beneath the muscle layers. For this reason, it was not necessary to open the mylohyoid muscle which is where the implantable stimulator (is) is located. No bleeding occurred at the implant site. The exact size of the hematoma is unknown, but it involved the submental area and the skin showed petechiae. The surgeon accessed the area and aspirated the blood that had collected during which he checked to see if there was ongoing bleeding which there was not. The aspiration was completed within a few minutes and activation of the patient will be delayed several weeks to allow adequate healing. It is important to note the implantable device in this complaint file is not distributed in the united states.

Manufacturer narrative:
Update to section b5 and d4. As of the sate of the submission of this report, the device has not yet been received for investigation.